Manufacturer narrative:
The product and a video were returned for analysis, and the reported complaint was observed. Device not received. Only preload device carton and tyvek lid received together with two segments of iol (intraocular lens) in two separate sample containers. Sample container marked: 1a lens w/internal defect: an approx.2/3 of the iol optic received. The iol optic is cracked/fractured and scratched/marked - rejectable. The reported complaint is observed in the center of the optic area. Sample container marked: 1b remaining lens: one loose haptic and approx.1/3 of optic with haptic received in this container. The iol optic is scratched/marked - rejectable. The returned video shows implanted iol. The reported complaint "lens had bubbles within the acrylic" can be observed on the returned video at the center of the optic area. The root cause is deemed to be manufacturing related. The product did not meet specifications. Cosmetic defect was observed on the iol optic. As part of this investigation, awareness was directed to the appropriate inspection personnel. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was implanted and subsequently explanted due to the presence of air bubbles within the acrylic. The surgeon had to cut the lens and replaced it with another unspecified lens. The procedure was traumatic to the patient's eye. The surgeon reported that one piece of the lens contained the bubbles. Additional information has been requested.